Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the product was in use in intrathecal space for treatment of pain. System was found to be leaking cerebrospinal fluid after 2 days. Pt reported headache with nausea. The system was removed from pt. Upon removal, it was noted that the catheter was missing 12.5 cm in length; catheter had broken in pt. Catheter portion was left in pt as of date reported by user facility ((B)(6) 2011). No permanent adverse effects to pt reported.